Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Customer¿s blood glucose was below 48 mg/dl and corrected by coke. Customer reported that 2 hours later 60 mg/dl got up at 4am it was 248 mg/dl on the glucose meter. The pump will not be returned for analysis.